Manufacturer narrative:
Approximate age of device: 1 year, 11 months. The power module patient cable was returned to the manufacturer for evaluation. The reported events of low flow and speed reductions was confirmed. The returned patient cable was found to have compromised conductors within the cable. The root cause of the compromised conductors appeared to be related to wear and tear due to repeated lead flexing during cable use. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump was noted to have multiple low flow alarms and speed reductions. The patient and his wife stated it only occurred when connecting to the power module. The data log file was reviewed by the manufacturer¿s technical services and it was noted to contain numerous speed drops and one pump stop event. The issues appeared to occur when the patient was changing from battery power to the power module via the patient cable when one lead was connected to the power module and the other lead was connected to battery power. The last three hours of the log file showed the patient on battery power without any speed drops below the low speed limit. The supply voltages throughout the log file appeared normal. The patient was asymptomatic with no reported side effects but was admitted for further observation. The patient cable was exchanged and no further speed drops or pump stops were reported. There is no suspicion of any issues with the percutaneous lead. No further issues have been reported.